Event description:
A false high advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample when tested in triplicate. The patient sample was tested again four times and the results were lower. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00207 on august 13, 2014. On 08/15/2014 additional information: a field service engineer (fse ) was sent to the customer site for system inspection. The fse investigated background tests. No parts were replaced and no issues identified. No conclusion can be drawn. The cause for the discordant troponin ultra result is unknown. The customer has not had any other issues since the service visit. The instrument is performing according to specifications. No further evaluation of the device is required.